Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was presented during isometric testing causing oversensing and pacing inhibition. This lead was surgically abandoned, while the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.